Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump alarmed no delivery. The alarm continued to go off even after changing the infusion set. Customer's blood glucose level was around 600 mg/dl. The customer treated her blood glucose level with manual injections. The alarm was caused by an infusion set/reservoir connection. The customer was advised that the device would be replaced and agreed to return the product for analysis.